Event description:
This device was implanted on (B)(6) 2012 and remains implanted at this time. It was noted on (B)(6) 2013 patient had pneumothorax after evacuating thoracentesis. The physician is unknown. The facility was hospital (B)(6) in spain. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).